Event description:
It was reported that the wire was stuck inside a balloon. A 300cm x 8cm poly tip, v-18 control wire was selected for an angioplasty procedure in the posterior tibial artery. During the procedure, inside the patient, the wire was stuck inside a balloon. The procedure was completed with another v-18 wire. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected. Device evaluated by MFR: the unit was returned with its original pouch batch 23581872. The unit returned was stuck with an unknown balloon as part of overall visual revision. Initially, the guidewire was stuck inside the catheter, however, it was possible to release it. Once the guidewire was removed, it was inspected and no damages were found in the device. The dimensional inspection of the overall length, od of distal tip, od of middle of device, and the od of the proximal section were all within specification.

Manufacturer narrative:
Date of event: the event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that the wire was stuck inside a balloon. A 300cm x 8cm poly tip, v-18 control wire was selected for an angioplasty procedure in the posterior tibial artery. During the procedure, inside the patient, the wire was stuck inside a balloon. The procedure was completed with another v-18 wire. There were no patient complications and the patient was stable post procedure.